Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient was presented in clinic for follow up, the device was found to be in back-up vvi mode. After a device code download successfully, the device was returned to normal operation.